Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer experienced blood glucose levels ranging from 400-500 mg/dl. Customer treated with manual injection for the high blood glucose level. Customer did not mention any symptoms related to high blood glucose level. Customer declined troubleshooting for high blood glucose level. Customer did not mention if the auto was active at the time of the incident. The insulin pump will not be returned for analysis.